Event description:
It was reported that a device alarmed for door not fully latched messages. There was no pt incident reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce the door not fully latched messages. However, review of the history log confirmed the error. Improperly closing the door could cause the device to alarm for door not fully latched messages. This is most likely what the customer experienced.